Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the system 1 endo. The technician found that the inflatable door seal required replacement. As the inflatable door seal was not operating properly, water with sterilant leaked from the unit's door onto the floor. The technician replaced the inflatable door seal, tested the unit, confirmed it to be operating according to specifications, and returned it to service. A 3-year complaint review confirmed the reported event to be isolated. No additional issues have been reported.

Event description:
The user facility reported that during a cycle for their system 1 endo, water with sterilant leaked out onto the floor. User facility personnel present in the area experienced "respiratory issues" and went to the emergency department. It is unknown if treatment was administered.